Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a peek tenodesis screw, ar-1530ps, was being used in a procedure. During insertion, the tip of the driver broke off into the head of the screw and was unable to be removed. The screw and tip were left in the patient. Patient is a male, (B)(6). Additional information provided 12/9/2019: procedure being performed was a scapholunate. No additional incision was needed. No photos available.

Manufacturer narrative:
Complaint confirmed, the tip of the device broke off at the shoulder. The most likely causes include improper bone prep, misaligned insertion, prying/leveraging the device.